Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range pacing impedance measurements, high pacing thresholds, and loss of capture (loc) at maximum output. The health care professional (hcp) managed to avoid oversensing from the noisy signals. Technical services (ts) noted that this rv lead had been implanted for more than two decades, and a fracture was suspected. Ts recommended replacing the lead before any potential inappropriate therapy is delivered. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).